Event description:
It was reported that the left ventricular (lv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms since implant. The device was recently replaced with a new cardiac resynchronization therapy defibrillator (crt-d), but the previously existing leads remain in service. No adverse patient effects were reported.